Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
It was reported the patient received the following results within 15 minutes: 9 mmol/l (instant system) and 3.6 mmol/l (aviva system).